Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2007 and cd3357-40q implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had displaced. A lead revision procedure was done where the rv lead was repositioned. The patient then contracted pneumonia, experienced severe deconditioning and is still recovering. The lead remains in use. No further patient complications have been reported as a result of this event.